Event description:
The device was used during a creation of a gastric tube procedure. Reportedly, the device made an abnormal sound and after firing, incomplete staple formation was noted. No pt injury was reported. Another device was used to finish the procedure.